Manufacturer narrative:
Device received with scratches on the lcd window cover and a constant blank flashing white light on the display due to cracked glass and a vertically cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify pump error due to a constant blank flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error alarm as well as blank display. The customer¿s blood glucose was 327 mg/dl and 104 mg/dl. Customer also reported that the display was solid white. Customer stated that the no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that the air bubbles in the reservoir. Troubleshoot was performed. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.